Manufacturer narrative:
The connectors were confirmed to be broken. The case and hanger were found to be broken. Display wired were found to be pinched, with insulation intact. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) ventricular output connector required repair. The epg was returned for service. No patient complications have been reported as a result of this event.